Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged two days post implant and was replaced. This lv lead is not to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This left ventricular (lv) lead is not to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.